Event description:
A consumer reported that she experiences significant ''glare problems'' that bother her significantly when she watches tv, rides in or drive a car, go into the sun or artificial light, have anything shiny reflect the light. She reported having seen two physicians for her event and has been assured the lens is positioned properly. The lens remains implanted at this time.

Manufacturer narrative:
Date of event is (B)(6) 2009.expiration date is 01-dec-2013.all pertinent information available to abbott medical optics has been submitted.